Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the light arms were scratched and some particles were missing. Photographic evidence indicated that paint was damaged with missing particles on arms and rust was present on suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is the same as already reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00193). Following the detection of the issue in (B)(6) 2024, the quotation was not accepted by the customer and the issue has not been resolved.

Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-0000583) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00193) that has not been resolved by the customer since it was initially detected. The issue has been evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00193). The correction of b5 describe event or problem, d1 brand name, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the light arms were scratched and some particles were missing. Photographic evidence indicated that paint was damaged with missing particles on arms and rust was present on arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the light arms were scratched and some particles were missing. Photographic evidence indicated that paint was damaged with missing particles on arms and rust was present on suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is the same as already reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00193). Following the detection of the issue in (B)(6) 2024, the quotation was not accepted by the customer and the issue has not been resolved. Previous d1 brand name: powerled ii. Corrected d1 brand name: maquet powerled ii. Previous h4 device manufacture date: 09/25/2020. Corrected h4 device manufacture date: 09/28/2020.

Manufacturer narrative:
E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 24th october, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the light arms were scratched and some particles were missing. Photographic evidence indicated that paint was damaged with missing particles on arms and rust was present on arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.